Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, high pacing impedance and a loss of capture was observed on the right ventricular (rv) lead. Additionally, inappropriate atp and shocks were given from the device, due to the rv lead issues. No intervention has been performed at this time. The patient was stable and will continue being monitored.